Event description:
The customer reported that the 6800 system alarmed when it was plugged in. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power controller board and camera were replaced and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.